Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker was not at 100%. Attempts were made to obtain additional information from the field but was unsuccessful. All available data suggests that the device still remains in service. No adverse patient effects were reported.